Manufacturer narrative:
Reported event: an event regarding wear and disassociation involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: I have reviewed the documentation provided for pi including the product inquiry cover sheet, orthopedic consultation notes and a revision operative report. The patient underwent an uncomplicated primary tha in 2013. Subsequently experienced a femoral head dissociation from the stem trunnion necessitating revision surgery on (B)(6) 2023. The surgeon reported trunnion deformity, significant metallosis abductor thinning during revision surgery. The root cause of this mechanical and biologic complication cannot be determined from the documentation provided. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2010 and was implanted with an lfit anatomic v40 femoral head which subsequently required revision surgery on (B)(6) 2023. The surgeon reported trunnion deformity, significant metallosis abductor thinning during revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.